Event description:
Unrequested pca bolus dose delivery reported. It was reported that the bolus pca dose was activated when the bolus pca cord was moved. There was no information available related to pt, prescription, or adverse event. There was no incident report generated and no means to determine which pt experienced the unrequested pca bolus delivery. The nurse manager stated "since there was no incident report, there was no adverse pt event." Though requested, no other information was available.